Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-11410. It was reported that the burr became stuck on wire. A 1.25mm rotalink¿ burr and a rotawire were selected for use. It was noted that the wire would not come out of the catheter. Hence, the devices could not be used. There were no patient complications reported.